Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) wheel broke, the rubber failed. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the notice is closed due to a lack of stock on the part of the factory, since it does not have the necessary material to replace it. A supplemental report will be submitted if this information is provided to us.